Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -17.50/1.0/125 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens tore during injection into the patient's eye. There was patient contact (lens touched the eye) with no patient injury. On (B)(6) 2020 the lens was removed and replaced same length lens. This resolved the problem. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2020, "after the lens was injected into the eye, it was noticed that the lens was broken.the surgeon wanted to follow up for a few days to see if it would affect the localization of the lens, so he didn't remove it in the same surgery."